Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). During patient meeting device interrogation, the following impedance values were observed with electrode reference of 7: 0: 40,000 1: 40,000 electrodes 8- 15: 40,000 - this is patient's lead that is placed in thoracic region. Did not use electrodes 0, 1 or 8-15 during patient programming. Discussed with medical team. Patient is being referred out for a lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting high impedances. It was reported that the lead select showed red x at electrodes 1 and 13. During impedance check with reference electrode of 8 (patient seated), the following values were out of range: 0 40,000 1 40,000 13 40,000 15 33,790 (not used) during impedance check with reference electrode of 8 (patient standing), the following values were out of range: 0, 1 and 13 still 40,000 11 is green checked but value of 40,000 (did not use in programming this time) 15 good at 1190 the patient had a loss of stimulation, discomfort/soreness/pinching. Patient called (B)(6) 2025 and notified the rep that they were unable to increase intensity on group c. The rep met with the patient in office on (B)(6) 2025. Electrode 11 was being used for programming in group c previously. During reprogramming session, group c reprogrammed not using electrode 11 or any other electrodes out of range. Patient reporting good coverage and was able to adjust intensity up as desired. No plans for lead revision. Patient denied fall or trauma prior to reported issue. Notified physician regarding lead impedances and reprogramming session. Patient was asked to follow up with rep as needed. The cause was unknown, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a reprogramming session for a patient, high impedance was observed at electrodes 0 and 1, with an impedance value of 40,000 and a red x indicated at electrode 1. Lead select also showed a red x at electrode 1. Impedance testing was conducted at electrodes 0 and 1, and troubleshooting was performed using a different reference electrode; however, the values remained unchanged. Programming was completed without utilizing electrodes 0 and 1. The managing physician was notified, and no further intervention was planned. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information from the rep indicated that there is no date set for a lead revision at this time. The cause of the high impedances is unknown. The issue has not been resolved, as the patient has not scheduled a lead revision or made an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.